Event description:
Rptr alleged the customer obtained a discrepant blood glucose results of 590 mg/dl back to back with a result of 121 mg/dl when testing was performed less than 10 mins apart on the compact plus sys. Rptr indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.